Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated that she attempted to correct a low with juice and carbs; no symptoms were reported. The cgm reading was 9.7 mmol/l but the bg was 27.0 mmol/l. It was not specified when these values were taken or by whom. The patient went to the emergency room (ER) for diabetic ketoacidosis (dka), had high levels of ketones, and was treated with intravenous (IV) fluids. At the time of the report the next day she was at home and had trace amounts of ketones. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.